Manufacturer narrative:
Terumo cardiovascular systems did not receive the actual device; however, an investigation was conducted on retention sample from the same lot number. The retention sample was within spec. The issue is may be due to customer technique. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, they believe the temperature probe is not functioning properly. This occurred three times, however, no event info was provided for the other two events. The product was not changed out. There was no harm to the pt. The surgery was completed successfully.